Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy . Patient reports being allergic to latex. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a lotion for the skin irritation. Outcome unknown

Manufacturer narrative:
Not applicable.